Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely lightguide cover glass being broken occurred due to excessive force by the customer. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer wide angle autoclavable rigid telescope was returned to the olympus repair center for a ¿blurred image and bent¿ during reprocessing. Upon inspecting and testing, the olympus repair inspection identified the light guide coverglass is broken. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the broken light guide coverglass.

Manufacturer narrative:
The olympus repair inspection confirmed the customer¿s reported problem, the image displayed is blurry and the outer tube is deformed/bent. Additionally, the broken light guide coverglass, was identified during the repair inspection. The inspection also observed the distal end is dented and the light guide cable connector was stuck inside the adapter. The cause of the broken light guide coverglass cannot be determined at this time because the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.